Event description:
Complaint description: "should be in epidural mode, but when it powers up it shows 6000cms, found during testing". Problem found during the recertification (B)(4) process. Device was not on a pt.

Manufacturer narrative:
Method: known problem. Device is in process to be reconfigured back to original painsmart iod configuration on (B)(4) 2011 and then will go through the standard yearly pm process. Conclusion: during the non-factory recertification (nfr) process at authorized third party facilities, the nfr software changes the configuration of the pump to 6000cms so the operator can test the device. If the nfr process is interrupted in any way (power loss, pump is disconnected from the pc running the nfr, etc.), the recertification process is stopped and the device configuration remains as the 6000cms model type. There are instructions in the service manual to continue with the nfr process if it is stopped for any reason. The configuration is recoverable at any time unless a different pump is connected to the nfr, at which point the pump that was disconnected remains at 6000cms configuration. The operator in this case did not follow these instructions (pg. 23 of technical services manual 350-9023). The device exterior is painsmart iod, but the device internal software shows 6000cms when turned on. The device was not being used by a pt, it was receiving the annual recertification at the time.